Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer cubie was broken. The customer called to report a drawer failure and specified that the issue was with drawer 4.1. Upon checking in rss, a hardware failure message was displayed: ¿explicitly failing storage space. Failure code: user initiated failure.¿ the customer attempted to reboot the system and perform a recovery, but the issue persists. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was broken. A field service engineer (fse) confirmed that the aux drawer 4.1 had a cubie with a broken lid that was tapped down. The fse had the escort recover the failed cubie by failing the lid and unloading or releasing the cubie. After that the escort reloaded the medication into another cubie successfully. The system functioned as intended after the field service engineer repaired the device.